Event description:
Clinical rationale: a 50-year-old male with significant comorbidities requiring high risk surgery was supported with an impella 5.5 device implanted via right axillary/subclavian surgical arterial access on (B)(6) 2026 at 10:35 am. During routine patient rounding, the rn and app reported that the patient was taken to the operating room for a chest washout and exploratory evaluation following a ventricular fibrillation (vf) arrest that occurred the day prior (exact timing not provided). Per the clinical team, the patient coded and required six defibrillation shocks before return of spontaneous circulation was achieved. Based on available clinical information, the vf arrest appears unrelated to impella performance, as no alarms, malfunctions, or abnormal device parameters were reported before, during, or after the event. Post event imaging confirmed correct device placement, and the clinical team reported no impella associated concerns. The device continues to function as intended, providing adequate hemodynamic support. The patient was still on support at the time of reporting. During rounding on patient, it was communicated by assigned advanced practice provider (app) patient is currently in head CT to assess for neuro status and stroke. Per app patient has had several strokes. Team has no answer on cause of strokes at this time. Per app, patient has been off of systemic heparin due to in and out to the or for chest washouts and team was aware of concern for potential clot risk due to being off heparin. Patient continues on vv -protek support. Per app, no issues with impella, continues to support patient at optimized plevel with no changes made by team. Sodium bicarb running as purge solution. App has no additional information to provide at this time. Additionally false impella in aorta alarms. A 'notch' was noted to line up with the motor current, ao placement signal, and in left ventricle diastole.

Manufacturer narrative:
Additional information received b1, b5 and h6 updated. B5. Initial narrative statement amended to include the clinical summary.

Manufacturer narrative:
D6b explant date updated.

Manufacturer narrative:
Investigation summary: false alarm: since neither product nor data logs were available for investigation, the cause of the false alarm could not be determined. Ventricular fibrillation/stroke: the causes of the injuries were unable to be determined due to insufficient clinical details.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported that the patient coded and was shocked six times during an exploratory investigation due to a ventricular fibrillation arrest. The patient remains on impella support.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected data: a0709 removed from h6. The investigation is still ongoing.